Event description:
It was reported the camera head lens integrated system overheated. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The reported device was not made available to the designated complaint unit for independent evaluation; thus, a visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.